Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia following an occlusion alert on an ilet system using a teflon infusion set, with blood glucose reaching approximately 400 mg/dl for about two hours; the infusion site appeared intact externally, tubing was successfully refilled, and guidance was provided on correction dosing, insulin on board, and hypoglycemia precautions. Symptoms included elevated blood glucose without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no medical intervention, no hospitalization, and no use of backup therapy. Investigation included troubleshooting and education on pump operation and infusion set management. Investigation of this case revealed an insulin delivery occlusion that resolved only after supply change, consistent with device occlusion leading to high glucose. It was concluded, based on previously established findings for similar reports, that the cause was an infusion set occlusion.